Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: femoral stem was causing pain and was loose. Update (B)(6) 2013, product information .

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. From the x-ray provided, there may be radiolucent lines on the medial and lateral side of the stem; however, it is difficult to confirm due to the poor quality of the x-rays. There were no explants provided, however from the pictures of the explanted stem it can be seen that there is bone tissue on the anterior lateral and posterior portions of the stem which may suggest osseointegration in those regions; the porous coating is visible on the proximal medial portion of the stem which may suggest lack of osseointegration in that region. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.